Event description:
During a laparoscopic oophrectomy the surgeon used the device on the fallopian tubes and noticed that there was "sprayback" and burning on the uterus where the shaft of the instrument had made contact. The pts obturator nerve was reacting and the pt kicked violently. The dr discontinued utilizing the device. Upon inspection of the device it was noticed there was a rip in the insulation toward the bottom of the shaft by the scissor tips. Biomedical engineering was testing the generator that was used with the device. The surgeon stated that the pt is doing fine.

Manufacturer narrative:
Device returned with no lot ID. Record purpose only: no analysis could be performed as no instrument was received. The info you have provided has been reviewed by the appropriate engineering and mfg personnel. The co strives to understand each incident as it occurs in order to continuously improve the products.